Event description:
The customer reported having replaced the graphical user interface (gui) printed circuit board (pcb) due to an erratic display on an 840 ventilator . The ventilator was not in use on a patient at the time the event occurred. The covidien service engineer installed the latest version of the operational software. The unit passed all testing and operated within the manufacturing specifications.